Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the device header. A new device was used unsuccessfully. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation adjacent to the sealing rings was measured to be out of specification.